Event description:
It is reported that during surgery on (B) (6) 2009, the cement was mixed by surgical tech. By the time the stem was inserted, the cement was hard. Stem and cement were removed by surgeon. Surgery was delayed by 35 minutes.

Manufacturer narrative:
Evaluation summary: the dough type bone cement solidified earlier than the surgeon expected. The temperature, humidity, and mixing method were not mentioned and greatly effect bone cement set times. Further more, since the humidity and exact time of solidification has not been given, the exact cause of alleged defect is unk. Polymerization rate can be reduced by chilling the liquid monomer in a refrigerator prior to use. Based on the available info, a definitive root cause can not be ascertained with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.